Event description:
It was reported that the patient experienced pain at the incision site. The patient was prescribed with oxycodone and tizanidine. The patient was doing well and the pain was resolved.